Event description:
It was reported that the light-emitting diode (led) light was broken. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. The tank cover was cracked, printed circuit board (pcb) and power switch was outdated the root cause of the reported issue was found to be due to physical damage either dropped or frontal impact. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# was unknown. No product information has been received to date. Initial reporter also sent report to FDA was unknown. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).